Event description:
Reporter indicated that the handheld computer was not holding a charge, "due to an issue with the powercord." Further follow-up indicated that the "charger would not stay tight and securely plugged into the handheld." The handheld was returned to the MFR; however, the powercord was not received back by the MFR. Analysis on the handheld revealed no anomalies with device performance. Good faith attempts are being made to retrieve the powercord.